Event description:
It was reported that the patient had an ischemic stroke post implantable pulse generator (ipg) implant. It was noted that the patient was alert and conversing during the ipg implant and that the ipg implant was uneventful. Follow up information was attempted, however, unable to be obtained. The ipg is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.